Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated. The filament driver was replaced and a generator and filament calibration were completed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error code message. No report of pt injury.